Manufacturer narrative:
Health professional ¿ n (no) and occupation - non-healthcare professional. Based on the results of the investigation, a probable root cause cannot be identified. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited lack of watertightness of the camera cable. There was no patient involvement.